Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of atrial fibrillation during atrial tachy response (atr) episodes. This lead remains implanted and in service. No adverse patient effects were reported. A follow-up check with the patient is intended for further review of this lead.